Event description:
It was reported that noise on the ventricular channel and high capture threshold were observed. The lead was explanted with no complications to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the damage found was sustained during the surgical procedure. The lead was otherwise normal.